Event description:
It was reported by the company representative: "the safety harness was in place. The pt was left for privacy over the toilet, he managed to release the strap, slid to the floor. In the process acquired a laceration to his head, reported as a client injury, not an equipment failure". This is being reported with an abundance of caution since we were not able to obtain info to assess the seriousness of the pt's laceration. If additional info becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation.